Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer has been experiencing both elevated and low blood glucose (bg) levels. Bg value not provided. Cause was not known. The customer declined further follow up from tandem technical support. No additional information was provided.